Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 34 mg/dl. Customer was treated with glucose tablets at the hospital. The customer stated that he had surgery done for bowel reconstruction so he was in a nursing home for rehabilitation and his blood sugar dropped low. Troubleshooting was performed and it was found that the pump alarmed button error and failed battery test. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no unexpected failed battery test alarms occurred during our testing. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 mg/dl value properly on display graph. The insulin pump was also programmed with test glucose meter; the insulin pump communicated properly and recorded the 56 mg/dl value properly from glucose meter. No blood glucose meter or sensor communication errors noted. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test. The lcd keypad connector was found unlocked during visual inspection.